Event description:
The physician used the visipro se stent to treat the mesenteric artery with no issue noted. It was reported the device used in the procedure ((B)(6) 2016), was out of date, expiry date (21-nov-16). The stent remains implanted, with no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.